Event description:
It has been reported to philips that the azurion 7 m20 system shutters were not working properly. The system was in clinical use at the time of the event. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the planned treatment/non-emergency treatment. The procedure was delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the shutters were not working. A review of the system logfiles found that there were shutter defects with the collimator shutters. Upon troubleshooting, fse found that the collimator shutters were defective. Fse replaced the collimator. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.